Event description:
It was reported that it was noticed post operative, that the patient underwent a second surgery due to what the surgeon believes is a tissue encapsulation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that it was noticed post operative, that the patient underwent a second surgery due to what the surgeon believes is a tissue encapsulation.

Manufacturer narrative:
The reported event could be confirmed as images of the tissue encapsulation was provided by the sales representative. There were no abnormalities reported for around 1+ years after implantation, but then the surgeon noticed a small bump (later found as tissue encapsulation) underneath the patient¿s scalp. On (B)(6) 2022 (~21 months after implantation), the surgeon then removed the tissue encapsulation, no signs of infection were found. The pathology report of the tissue encapsulation was received but did not provide any evidence that the tissue encapsulate any hardware. Overall, it is possible that the fragments of the plates have still existed at the time of noticing the event ~1+ year after implantation. At this point of time, the degradation time of the delta plates is within the expected biodegradation times which are found in literature referenced in stryker¿s clinical evaluation report (cer) for the delta system. However, the pathology reports in this particular case show that no plate fragment remained in the tissue encapsulation at the time of explantation after 21 months. Further, the clinical consultant provided a possible explanation of the formation of the tissue encapsulation. H3 other text : not available.